Event description:
Five pts developed infections and/or dehiscenses within 40 days post coronary artery bypass graft surgeries. A new suture was used on these pts, which may have cause these adverse events. Two pts required readmissions and three pts required prolonged hosp stays. Pt #1-surgery: 2/10/97-3/17 developed infection bilateral upper thigh wounds. Still an inpatient. Pt#2-surgery: 3/3/97-3/30 developed infection right leg wound. Discharged 4/3. Pt #3- surgery: 2/3/97-readmission 3/14/97 developed infection left lower leg wound, 9cm long area mid-thigh dehiscence and 5 cm long area lower left dehiscence. Disharged 3/27/97. Patient #4-surgery 3/12/97- 4/11 developed infection and dehiscence at upper left thigh wound. Discharged 4/16/97. Pt #5-surgery: 2/12/97-readmission 3/17/97 developed infection at left thigh and groin wound. Discharged 3/27/97.

Event description:
Five pts developed infections and/or dehiscenses within 40 days post coronary artery bypass graft surgeries. A new suture was used on these pts, which may have cause these adverse events. Two pts required readmissions and three pts required prolonged hosp stays. Pt #1-surgery: 2/10/97-3/17 developed infection bilateral upper thigh wounds. Still an inpatient. Pt#2-surgery: 3/3/97-3/30 developed infection right leg wound. Discharged 4/3. Pt #3- surgery: 2/3/97-readmission 3/14/97 developed infection left lower leg wound, 9cm long area mid-thigh dehiscence and 5 cm long area lower leg dehiscence. Disharged 3/27/97. Patient #4-surgery 3/12/97- 4/11 developed infection and dehiscenceat upper left thigh wound. Discharged 4/16/97. Pt #5-surgery: 2/12/97-readmission 3/17/97 developed infection at left thigh and groin wound. Discharged 3/27/97.

Event description:
Five pts developed infections and/or dehiscenses within 40 days post coronary artery bypass graft surgeries. A new suture was used on these pts, which may have cause these adverse events. Two pts required readmissions and three pts required prolonged hosp stays. Pt #1-surgery: 2/10/97-3/17 developed infection bilateral upper thigh wounds. Still an inpatient. Pt#2-surgery: 3/3/97-3/30 developed infection right leg wound. Discharged 4/3. Pt #3- surgery: 2/3/97-readmission 3/14/97 developed infection left lower leg wound, 9cm long area mid-thigh dehiscence and 5 cm long area lower leg dehiscence. Disharged 3/27/97. Patient #4-surgery 3/12/97- 4/11 developed infection and dehiscenceat upper left thigh wound. Discharged 4/16/97. Pt #5-surgery: 2/12/97-readmission 3/17/97 developed infection at left thigh and groin wound. Discharged 3/27/97.

Event description:
Five pts developed infections and/or dehiscenses within 40 days post coronary artery bypass graft surgeries. A new suture was used on these pts, which may have cause these adverse events. Two pts required readmissions and three pts required prolonged hosp stays. Pt #1-surgery: 2/10/97-3/17 developed infection bilateral upper thigh wounds. Still an inpatient. Pt#2-surgery: 3/3/97-3/30 developed infection right leg wound. Discharged 4/3. Pt #3- surgery: 2/3/97-readmission 3/14/97 developed infection left lower leg wound, 9cm long area mid-thigh dehiscence and 5 cm long area lower leg dehiscence. Disharged 3/27/97. Patient #4-surgery 3/12/97- 4/11 developed infection and dehiscenceat upper left thigh wound. Discharged 4/16/97. Pt #5-surgery: 2/12/97-readmission 3/17/97 developed infection at left thigh and groin wound. Discharged 3/27/97.

Event description:
Five pts developed infections and/or dehiscenses within 40 days post coronary artery bypass grft surgeries. A new suture was used on these pts, which may have cause these adverse events. Two pts required readmissions and three pts required prolonged hosp stays. Pt #1-surgery: 2/10/97-3/17 developed infection bilateral upper thigh wounds. Still an inpatient. Pt#2-surgery: 3/3/97-3/30 developed infection right leg wound. Discharged 4/3. Pt #3- surgery: 2/3/97-readmission 3/14/97 developed infection left lower leg wound, 9cm long area mid-thigh dehiscence and 5 cm long area lower left dehiscence. Disharged 3/27/97. Patient #4-surgery 3/12/97- 4/11 developed infection and dehiscenceat upper left thigh wound. Discharged 4/16/97. Pt #5-surgery: 2/12/97-readmission 3/17/97 developed infection at left thigh and groin wound. Discharged 3/27/97.